Event description:
The customer reported being hospitalized due to low blood glucose of over than 30mg/dl. The customer stated that he did not eat at noon and he over bolused. Troubleshooting was declined as customer refused to continue. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.